Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss from a pinhole leak in the pump. The cuff was not replaced. There were no patient complications.